Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2021 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 24-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 16-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator (ins) was explanted on (B)(6) 2025, no additional information provided. Registration shows the ins was replaced. The rep later reported they were aware the day of the explant (B)(6) 2025 and was only initially told there would be a replacement/revision. The rep recalled that the leads had migrated and the hcp revised the leads and moved them back in to place, and the hcp chose to replace the battery which rep believes was discarded. The rep does not have further information. Rep reported they do not recall being made aware of any issues with this patient prior.